Event description:
It was reported that the lead integrity alert (lia) was triggered due to t wave oversensing (twos) on the right ventricular (rv) lead. The pace/sense portion of the lead was capped, and a new pace/sense lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.